Event description:
It was reported that the patient had an implantable neurostimulator (ins) replacement done yesterday and had a complication related to the anesthesia. Additional information requested, but had not been received as of the date of this report.

Manufacturer narrative:
Concomitant products: product ID 3093-28, lot # va01khv, implanted: (B)(6) 2013, product type lead; product ID 3037, serial # (B)(4), product type programmer, patient. (B)(4).